Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. The right ventricular lead exhibited noise. The noise was not reproducible with isometric testing. The lead remained implanted and a follow up visit was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.